Event description:
Litigation alleges that patient has experienced aching in her left hip and she has elevated chromium and cobalt levels in her blood.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that patient has experienced aching in her left hip and she has elevated chromium and cobalt levels in her blood. Doi: (B)(6) 2007 - dor: none reported (left hip). Patient is a resident of (B)(6). Update 12/13/2011 litigation was received. There is no new information that would change the outcome of the investigation. Update der rcvd. Added dor, surgeon details, hospital, sales rep information and sleeve. Confirmation on der that cup was not removed.

Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update - 9/19/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery operative notes reported pain, osteolysis, burnishing of the femoral neck trunnion, and elevated metal ion levels. The metal ion levels provided are at reportable levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.